Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was leaking from the white casing. The device was filled with fluorouracil and was leaking out from the bottle cap. The leak was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 14 december and 15 december, 2023. H11: the actual device was received for evaluation with fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the sample by filling the bladder with green color water to the nominal volume. During and immediately after fill, no evidence of leak was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.